Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The root cause of the reported condition was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-0224.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:11 occurred. It is unknown when the event occurred. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device utilizes user interface module master software version 6.13.90 that is categorized as a remediated.